Event description:
It was reported the subject device experienced an image anomaly during service / maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: insertion part of the light guide bundle was slightly interrupted and weakened. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the universal cord malfunction caused the image to turn purple screen. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.